Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device observed switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the (B)(6) 2010 and performed to specification, alongside random manual power ons, up to (B)(6) 2016. The data obtained from the device showed evidence that the device was switching itself on automatically, resulting in manual power-ups of less than one minute duration and containing nonsensical duration occurring between the (B)(6) 2016 and the last history log entry on (B)(6) 2016. Investigation found the fault can be attributed to membrane failure. The manual power ups of less than one minute duration may indicate the device was switching on automatically and the user was intervening by turning the device off via the on/off button and by pulling the pad-pak to power off the device. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.